Event description:
Information received a smiths medical cadd solis vip 2120 pump event log revealed system fault code 44 on four occasions. No patient adverse event reported.

Event description:
Device analysis completed.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis 2120 pump. When event log was opened the complaint of alarm 44 was verified. Testing and duplicating event ,revealed batteries draining prematurely due to high current draw from motor. Action was taken to replace motor. Once repaired, the battery did not drain and device passed all functional and delivery testing. Unknown cause of event.